Manufacturer narrative:
This report is being submitted as follow-up no. 2 to provide the device return date in section d9, to update section h3, and to provide the completed investigation results. One 6fr angio-seal device was returned for product evaluation. The returned device included the locator, hemostasis sheath, carrier tube, and packaging. The device was visually inspected and found to have been in used condition with visible signs of blood. The locator and hemostasis sheath were returned fully mated and a kink was identified at the blood inlet hole. Damage was also identified at the distal tip of the locator. No other damage or issue with the device was identified. The complaint was able to be confirmed for mechanical damage of the sheath and locator. The exact root cause was unable to be determined. The likely cause was determined to have been damage sustained during attempted insertion due to off-axis loading and a potential obstruction. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failue mode & effects analysis (fmea).

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. Occupation: care facilitator. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot number combination was conducted with no findings.

Event description:
The user facility reported that the angio-seal did not deploy. The doctor held pressure, protamin was given and a bed clamp was used. The patient was in stable condition. There were no other devices or equipment used with the reported product.

Manufacturer narrative:
This report is being submitted as follow-up no. 1 to update section d9 and to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint was unable to be confirmed as a sample was not available for evaluation. The exact root cause was unable to be determined. The likely cause was determined to have been an obstruction to the anchor posting to the tip of the hemostasis sheath resulting in a non-deployment event. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode & effect analysis (fmea).